Event description:
Per the clinic, the patient developed infection at implant site and experienced extrusion of the receiver-stimulator; subsequently, revision surgery was performed to reverse extrusion and clear the site (date not reported). The patient has since developed another infection and was treated with oral and IV antibiotics (date and duration not reported), however, the issue could not be resolved; subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
Per the patient's surgeon, additional to the patient experiencing an infection, the patient also developed necrosis of the skin fkap. This report is submitted february 15, 2017.

Manufacturer narrative:
This report is submitted on march 24, 2017.